Event description:
It was reported that the event was elective replacement indicator (eri). It was noted that it was normal battery depletion. It was noted that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type lead.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the implant worked fine following implant in (B)(6) 2012, but then in (B)(6) the patient had issues with falling a lot. It was noted that they determined the implant was not working and that the battery must be replaced. It was noted that the patient had the surgery to replace her battery and, at the time of surgery, they determined all the wires from the implant were detached from where they belonged. It was noted that because of this, they put in a whole new unit in august 2013. If additional information is received, a supplemental report will be filed.